Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please provide more details about the following reported event, "but the jaw was not open." How did you separate the device from the vessel if the jaw was not open? Did device cut the vessel? If yes, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Please provide the status of the device(s) as it has not been received for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the last clip was fired and applied on the tissue, but the jaw was not open. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2021. D4: batch # u94z7y. H6: component codes: others (g07). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample revealed that the el5ml device was returned in the closed position and with tissue and one conforming clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. The event could not be confirmed as the device performed without any difficulties noted during the functional testing and the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.